Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had issues with act button. The customer's blood glucose was 130mg/dl. The customer agreed to replace insulin pump.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. The insulin pump received with severely scratched display window, cracked reservoir tube lip and missing end cap sticker.